Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: it was reported to cook that the obturator within a wayne pneumothorax tray, c-utpty-1400-wayne-112497-imh was left in the patient. This incident was reported by (B)(6) medical center, in the united states, on (B)(6) 2020. A review of the instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) was unable to be completed due to a lack of lot information from the user facility. With the given information, cook has concluded at this time that the device was manufactured to specification and that there is no evidence of nonconforming product existing either in house or in field. Cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use: 7. Attach plastic three-way stopcock to catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first make begins 5 cm from the last side hole. 9. Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction.¿ also, cpt label ih-7162 is attached to the obturator of this device. This label states: ¿remove after catheter insertion¿. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for the incident has been traced to the user's failure to follow instructions. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the stylet (obturator) included in a wayne pneumothorax tray was inadvertently left in the patient following a chest tube procedure. The patient presented to the facility with a tension pneumothorax and was transferred to the emergency department to place the pigtail catheter. Several clinicians were reported to have missed that the stylet of the device had accidentally been left in place. The user has stated that "since the catheter was inserted to the hub there was little way externally to tell that the style was left in", and it was only visible "on cxr" . It was also reported that the stylet was left in the patient's chest. The patient is now reported to be "doing well" and no other issues have been noticed. Additional information regarding the patient, device, and event has been requested but is currently unavailable.